Event description:
The reporter contacted animas on (B)(6) 2015 alleging a (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 48 mg/dl with blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The patient was treated with cookies and juice. The reporter stated that the loss of prime occurred only once. This report is being made due to the bg excursion the patient experienced due to training misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.